Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture and detachment occurred. The target lesion was located in a left arm fistula. Vascular access was obtained via the venous side of the fistula. This 8.0 x 60, 75cm mustang balloon catheter was selected for treatment and advanced over another manufacturers' guide wire. The balloon was inflated to 24atms when it ruptured and tore circumferentially. A portion of the balloon detached from the catheter. A cut down was performed on the patient's arm and another manufacturers' balloon was used to successfully retrieve and remove the detached balloon. Contrast showed that everything looked fine so the procedure was aborted at this point. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as user medwatch #: (B)(4). It was reported that during an angioplasty treatment procedure, a balloon rupture and detachment occurred. The target lesion was located in a left arm fistula. Vascular access was obtained via the venous side of the fistula. This 8.0 x 60, 75cm mustang balloon catheter was selected for treatment and advanced over another manufacturers' guide wire. The balloon was inflated to 24atms when it ruptured and tore circumferentially. A portion of the balloon detached from the catheter. A cut down was performed on the patient's arm and another manufacturers' balloon was used to successfully retrieve and remove the detached balloon. Contrast showed that everything looked fine so the procedure was aborted at this point. No further patient complications were reported and the patient's status is fine

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device noted that the balloon material was torn circumferentially approximately 12mm distal to the distal edge of the proximal balloon sleeve. The single lumen shaft was broken and severely stretched. The distal and proximal balloon sleeves were still bonded to the shaft. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the rated burst pressure for this device was exceeded per the dfu. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Same case as user medwatch #: (B)(4).